Event description:
It was reported that after a successful therapeutic stone retrieval procedure the patient presented with pain in the bladder. Fragments of the basket sheath were found in the bladder and successfully removed.